Event description:
It was reported that the pump usb port pins were damaged and battery could not be charged. The pump shut off unexpectedly. There was no reported adverse impact to customer's blood glucose. Customer reverted to alternate method of insulin therapy.